Event description:
The customer received control readings of 182 and 203mg/dl on her contour next link meter. It was discovered that the readings were not marked as a control tests which could potentially be interpreted as a blood results. No adverse event was alleged. The customer was satisfied with the troubleshooting during the call so no product will be returned for evaluation.